Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After a 5f non-boston scientific (bsc) guide catheter was inserted, a 3.00 x 24mm synergy xd drug-eluting stent (des) was advanced for treatment. However, the device failed to cross the lesion and the shaft broke. Another 2.75 x 24mm synergy xd des was advanced, but the device was caught in the non-bsc guide catheter and the shaft also broke. Both devices were removed from the patient together with the guide catheter, and there were no fragments left in the patient. The procedure was completed with another 2.75 x 24mm synergy xd des. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 2.75 x 24mm stent delivery system was returned to the complaint investigation site (cis). A visual and tactile inspection of the hypotube identified a break 22.6cm distal from the distal end of the strain relief. Both sections of the break were kinked at various locations along their lengths. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic analysis revealed that there was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other damage was observed along the device.

Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After a 5f non-boston scientific (bsc) guide catheter was inserted, a 3.00 x 24mm synergy xd drug-eluting stent (des) was advanced for treatment. However, the device failed to cross the lesion and the shaft broke. Another 2.75 x 24mm synergy xd des was advanced, but the device was caught in the non-bsc guide catheter and the shaft also broke. Both devices were removed from the patient together with the guide catheter, and there were no fragments left in the patient. The procedure was completed with another 2.75 x 24mm synergy xd des. No patient complications were reported. It was further reported that the 2.75 x 24mm synergy xd des also failed to cross the lesion.

Manufacturer narrative:
H6 device codes updated.

Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After a 5f non-boston scientific (bsc) guide catheter was inserted, a 3.00 x 24mm synergy xd drug-eluting stent (des) was advanced for treatment. However, the device failed to cross the lesion and the shaft broke. Another 2.75 x 24mm synergy xd des was advanced, but the device was caught in the non-bsc guide catheter and the shaft also broke. Both devices were removed from the patient together with the guide catheter, and there were no fragments left in the patient. The procedure was completed with another 2.75 x 24mm synergy xd des. No patient complications were reported. It was further reported that the 2.75 x 24mm synergy xd des also failed to cross the lesion.